Manufacturer narrative:
Technical services requested a save to disk for analysis. The available information suggests this pacemaker remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker had a battery status of beginning of life (bol). The battery gauge was at 75 percent, however the estimated longevity was at less than 6 months. No adverse patient effects were reported.